Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shut down unexpectedly occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. The receiver log was downloaded and reviewed, and a receiver shutdown occurred above 90% battery level with the reason of a low battery were observed. An interior visual inspection was performed and failed due to cracked solder on the battery pin. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.